Event description:
Patient (who lives in another state) developed chest pressure, low flows and driveline bleeding and presented to another hospital. She was found to have a large mediastinal hematoma, causing a mass effect on the right ventricle. She was transferred to our hospital and was urgently taken to the operating room. Surgeon discovered the bend relief was dissected and opened encountering massive bleeding from the most proximal part of the outflow graft, the bend relief was excised. Circulatory arrest was started, and surgeon discovered a 1 cm tear at the base of the most proximal part of the dacron of the outflow graft, very close to the connector, it appeared to be detached partially from the connector. The old proximal part of the outflow graft was unscrewed from the left ventricular assist device (lvad) and excised. A new outflow graft was screwed back into the lvad. Patient is now stable and is recovering. Manufacturer response for ventricular (assist) bypass, heartmate 3¿ (per site reporter). Hospital lvad coordinator has notified the clinical representative for abbott, which is the manufacturer.